Event description:
During a remote follow-up, myopotential oversensing was observed on the high voltage device. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.